Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an audio failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited an audio failure. The customer evaluated the device and determined there was no audio. The speaker was reportedly damaged but, it is not known how the damage occurred. The customer refused any repairs. No work was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was confirmed by the customer only. However, the cause of the reported problem could not be determined. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer refused repair service for the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.